Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "experiencing pain in right breast, joint pain, hip pain, back pain, memory loss, blurred vision, and general inflammation" allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "joint pain, hip pain, back pain, memory loss, blurred vision, and general inflammation;" these events are not related to the device. Additionally patient reported capsular contracture baker grade unknown. Device remains implanted.